Event description:
It was reported that the tube port on the bronchovideoscope was damaged. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for inspection and it was also discovered that the probe cover was burnt and damaged. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of damaged tube port was not confirmed. A burnt and damaged distal cover was found. Based on the results of the investigation, it was presumed that the user possibly used high-energy hand instruments (laser, high-frequency, etc.) Without ensuring sufficient distance from distal end. The root cause of the event could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU: bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope IFU: bf-1tq290 operation manual: chapter 4 operation: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.